Event description:
On 08/24/2022, a distributor of infutronix reported a complaint on behalf of an end user: "received a call from patient who wanted to confirm if his pump was working correctly. The patient stated the tubing was disconnected from the connector. The patient stated before the connector was snap on and had tape. At some point the tubing was disconnected from the connector. The patient snap back the connector and re taped it. Now the patient just wanted to confirm his pump was active. I confirmed the pump was acative and running (vtbi and vinf alternating). The patient had no other concerns." The distributor also stated that "it is unclear if the patient meant the tubing became disconnected or not." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. This event took place at patient's home during an infusion.the contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.